Manufacturer narrative:
The investigation of access site bleeding and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added. E4 should have been left blank on manufacturer device report 1220648-2025-25692.

Event description:
The complainant also reported that the nurse called support for "placement signal in aorta unknown" message. It was reported that the device had proper placement, and there was not a need for repositioning. It was suggested by support that the placement signal alarm be turned off, however the medical team declined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. The data logs were reviewed, and the signal-to-noise ratio (snr) is widespread, the placement signal rails, the lamp is 100, contrast spikes, gain spikes and light remains stable. The pump flow spikes with the placement signal. Without the product back, the issue cannot be confirmed. The root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. Corrections that were made from the initial manufacturer device report number 1220648-2025-25692. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). This is one of two medical device reports related to the patient implant experience. Refer to initial medical device report for the automated impella controller serial number (B)(6) with date of event 10-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) for a bridge to transplant. Approximately six days after start of support, the patient developed a hematoma near the impella right axillary artery insertion site. It was noted the patient also has a right ventricular assist device in the same region. Over the following next couple of days, the patient was reportedly stable, off all pressers, holding of heparin for supratherapeutic result and underwent surgical evacuation of the hematoma. The following day the surgeon at bedside drained a foot abscess. Heparin remained on hold post hematoma with plans to restart the following day. The impella support level was p-6 with 4.2l/min flow. The patient received one unit of red blood cells for log hemoglobin and hematocrit. The patient remained status 7 for heart transplant. Additionally, this day, the nurse reported the automated impella controller (aic) had an "aic" failure alert that self-resolved; the team was instructed to exchange out the aic for the backup unit. Approximately six days later, the patient experienced a nosebleed after the restarted heparin was increased. The next day, the patient was noted to be heparin-induced thrombocytopenia (hit) positive, and heparin was switch to argatroban. The patient experienced runs of ventricular tachycardia requiring shock from the implantable cardioverter defibrillator. The ventricular tachycardia was noted unrelated to the impella however (without a likely cause provided). Days following, the patient remains hit positive and argatroban still running. The patient is now listed as status 1 for orthotopic heart transplant and remains on impella mcs pending transplant.